Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge normally despite attempting multiple power sources. When plugged into a power source, the pump did not recognize the power source and would not charge. In addition, it was reported that the pump battery gauge went from 85% to 5%. Then the pump shut off. When the pump came back on the pump battery gauge jumped to 100% battery life. There was no impact to the customers blood glucose level. It was indicated that the customer would use backup pump as alternate insulin therapy.